Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a parotid tumor resection when suturing the muscular layer, the bottom needle and the suture got separated. The product was replaced, and the operation continued. There was no reported patient outcome.